Event description:
A malfunction on the pump was reported by the caller, and there were no notable events occurring prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions for future occurrences, and the customer acknowledged this assistance. After resetting, the malfunction code did not recur.